Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/23/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant had the tightrope break during basic passage. A replacement ar-1588rtt2-ib fibertag tightrope ii implant device was used to complete the case. This was discovered during a knee scope with acl procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 07/30/2025.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Dfu-0147-eo: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The complaint allegation could not be confirmed as the device was not received for investigation.